Manufacturer narrative:
Common name: dtl adaptor, stopcock, manifold, fitting, cardiopulmonary bypass. Product code: dtl. This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
The complainant reported contrast media leakage when using the high pressure braided connecting tube (inject gun setting 1000psi, real inject 890psi). This product problem occurred prior to patient contact for a tace (transarterial chemoembolization) procedure in the liver. There was no reported impact to the patient as a result of this product problem.